Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of insulin pump were not working. The customer¿s blood glucose level was 180 mg/dl at the time of incident. Customer stated that the b button, esc button and act button had to press really hard and did not always responds, however this had been going on from 3 to 4 months and then had button error alarm. The customer was advised to observe time clock for one minute to verify if time advances, however time was advancing. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted.